Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in high risk surgery/coronary artery bypass graft was implanted with an impella 5.5 device for mechanical circulatory support. The priming of the pump was unsuccessful because the automated impella controller (aic) experienced several alarms, including controller error, open purge system, impella stoppage, retrograde flow, and air in the purge. Consequently, the aic was replaced to address this problem. The newly installed aic facilitated the operation and utilization of the 5.5 pump.

Manufacturer narrative:
Correction: d2, d6a, and h6 medical device problem code 1414 was erroneously entered on the initial manufacturer device report.

Manufacturer narrative:
The product was returned therefore d9 was updated.

Manufacturer narrative:
Correction h8. The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Data analysis: the data logs align with the reported complaint. Device analysis: the console was returned for further investigation; however, the reported issue could not be reproduced during testing. Root cause: the root cause for the controller error (opm communication stopped) [optical pump connected] ¿ alarm issued, event #1043 and the inability of the automate impella controller (aic) to shut down was due to an aic software issue. The purge system open (#407) and air in purge (#404) alarms occurred because the purge cassette was removed while the aic still detected the pump as connected, primarily due to the same aic software issue. The impella stopped ¿ retrograde flow (#18) and impella stopped ¿ mechanical/electrical issue (#115) alarms were also triggered because the aic incorrectly detected the pump as connected, again linked to the aic software issue. Device history review: the device passed all post sterile inspection checks.